Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient describes the pain as around the scs battery site on the left and her pain will radiate down into her left buttock and posteriorly ending at the back of the knee. It was noted the event was possible related to the device or therapy and was unlikely to be related to the implant procedure. Additional information was received. It was reported the lead was explanted and replaced and the issue was resolved without sequelae (B)(6) 2021. Device disposition was unknown.